Manufacturer narrative:
Additional information was requested and the following was obtained: event date. Procedure name no information. Did the issue occur upon first activation? No information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Was the anti-reflux valve found detached/closed/opened? No information. Please email us lot number if it becomes available. Jt8361.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, the reservoir bag was swollen right after the device was flapped up after setting. Since air leak from the connection part and the wound site was thought to be unlikely, another like device was used without any problem. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.